Event description:
It was reported to philips that the device experienced an ECG bias error. There was no patient involvement.

Manufacturer narrative:
It was reported to philips, that the device experienced an ECG bias error. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device. And confirmed, the reported problem. Upon conclusion of the evaluation. It was determined, that this was a malfunction of the processor board pca. For which a part was ordered for replacement. The device remains at the customer site. And no further evaluation is warranted at this time.